Manufacturer narrative:
The device was not returned to olympus for inspection; however, an endoscopy support specialist (ess) was dispatched to the customer site and during a demonstration of the connecting tube (maj-2330) attachment on the ultrasound gastrovideoscope (gf-uct180), debris was observed, indicating improper reprocessing. Staff were instructed to repeat cleaning per the instructions for use (IFU) until no visible debris remained on the brush. During the observation, no suction source was utilized for the aspiration step. An incorrect accessory (auxiliary water tube) was attached instead of the required washing tube. The scope was reprocessed in a third-party automated endoscope reprocessor, rather than the olympus endoscope reprocessor (oer-elite), and lacked the proper distal tip attachment. Based on the available information, the issue was most likely attributed to failure to follow the manufacturer¿s instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection at the customer site, that the connecting tube exhibited visible debris. There were no reports of patient involvement.